Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using humulin u-500 insulin with the pump. Tandem customer technical support informed customer that humulin u-500 insulin is off-label per the user guide. Reportedly, the occlusion was caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy